Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump was manually powered off by a household member when the user intended to disconnect and forgot how to pause insulin with a reported blood glucose value of 400 mg/dl, after which the pump would not power on and displayed ¿pump disconnected¿ and continuous glucose monitor (cgm) connectivity messages until placed on the charger and re-paired with the mobile app. Symptoms included elevated blood glucose without acute hyperglycemia symptoms. Outcomes included restoration of insulin delivery and cgm-data synchronization after troubleshooting without hospitalization. Investigation included device-guided troubleshooting and user education. Investigation of this case revealed user handling and device shutdown with subsequent loss of connection, resolved by charging and re-pairing, consistent with expected behavior of the device and its communication components. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error.